Event description:
The following was reported to davol by the pt's attorney: it was alleged that on (B)(6) 2006, the pt was implanted with a bard flat mesh during a pelvic vault/vaginal cuff procedure. Per sticker page, it appears only one mesh was implanted at this time. Attorney alleges that the pt has experienced significant pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.